Event description:
Pt underwent posterolateral fusion procedure, l3-5 on 9/6/90. On 1/26/94 pt underwent a re-exploration of left l4-5 and l5-s1, foraminotimies left l4-5 and l5-s1. Repair of dural tear. Removal of hardware. Re-instrumentation l3-l5. Allograft bone graft there was an apparent solid fusion right l3-5 and left 4-5, but non-union left l3-4. Fusion mass augmented with allograft bone graft.